Event description:
A malfunction occurred on the customer's pump, reported four times on (B)(6) 2025, with no notable events prior and displaying malfunction code 12. There was no adverse impact on the customer's blood glucose level. Tandem technical support resolved the issue by sending a replacement pump with updated software and instructing the customer on backup insulin pump use, returning the faulty pump, and steps for using the new pump.